Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on march 9, 2022.

Manufacturer narrative:
This report is submitted on 20 may 2021.

Event description:
Per the clinic, the patient experienced swelling over the implant site and was treated with oral antibiotics (date and duration not reported).